Event description:
It was reported that an asymptomatic patient had episodes of non-sustained lead noise due to post-paced t-wave oversensing on the ventricular lead. The oversensing was stored on egm. Programming changes and dft were recommended. Programming changes were made. Further actions will be discussed with the physician.

Manufacturer narrative:
(B)(4).